Event description:
It was reported to philips that there was no power when turning on the system. The device was outside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and reset main breaker in the m-cabinet. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed there was no power when turning on the system. Fse checked main breaker in the m-cabinet, reseated the connection. After reseated the connection the system was returned to use in good working order. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.